Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on multiple occasion due to fluctuating blood glucose levels. No further information on the reported issue was able to be provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.